Event description:
On (B)(6) 2011, a vns surgeon's nurse reported that the vns patient had developed an infection after their battery replacement surgery on (B)(6) 2011. The surgeon was not sure if he was going to explant the vns or not. The product information for the generator the patient was implanted with on (B)(6) 2011 was requested from the implanting hospital but the hospital's medical records department reported that patient consent is needed to release that information. Since the manufacturer does not have patient consent, the product information cannot be obtained for the generator. Review of manufacturing records confirmed sterilization for the lead prior to distribution. The manufacturing records of the generator could not be reviewed as the product information is unknown for the generator. Good faith attempts for additional information from the surgeon have been made but no further information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the lead prior to distribution.